Event description:
Customer reported she experienced hyperglycemia of "hi" (>600 mg/dl) despite delivering additional insulin via the infusion device, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.